Event description:
It was reported that an ilet user experienced high blood glucose reported at 400 mg/dl at school after consuming a larger-than-usual carbohydrate meal and the user attempted to address the rise by entering a second meal announcement rather than allowing the pump to deliver correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified related to improper procedure, and the issue pertained to the user interface insofar as meal announcement steps were not followed as intended. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.